Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 47 mg/dl. The customer treated the low blood glucose readings with a cookie. The customer stated that her transmitter does no light up when she plugs it into the tester thing or herself. The customer reported that there is a green led light on the charger. The customer was advised that the charger is working as expected. The customer was advised that the pump is charging and will turn off when the charge is complete.